Event description:
It was reported that during a routine device check, the pulse generator could not be interrogated. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.